Event description:
It was reported that the customer was admitted in the emergency room due to high blood glucose of 273mg/dl. The nurse stated that the customer did prime while connected. Troubleshooting was declined and the nurse requested someone to come out to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.